Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge would not slide onto the pump. Reportedly, the user attempted to load the cartridge multiple times onto the pump, but the cartridge would not click in. The user successfully loaded a new cartridge. There was no impact to the user's blood glucose level.